Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a brief alarm on the system controller was confirmed via the submitted log file; however, it was not reproduced. The reported event of the controller continuing to display ¿charging¿ was confirmed via the submitted photo. There were no log files available from the event date. The downloaded log file shows data from two months after. A review of the downloaded controller event log file spanned approximately 2 days (B)(6) 2000 per time stamp). The backup battery fault alarm activated on (B)(6) 2024 at 09:56:29 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until the battery was reseated on (B)(6) 2024 at 11:53:51. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. During testing, the backup battery passed a load test and atypical faults were not able to be reproduced. The submitted picture showed the backup battery being in a charging state which is part of a routine battery top charge when connected to power. It does not indicate an issue with the backup battery. Additional information provided stated that there were no log files available, the alarm did not reoccur after change of outlet, and controller exchange. A root cause for the reported alarm cannot be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The submitted picture showed the backup battery being in a charging state is the routine battery top charge performed by the system controller per design when connected to power. It does not indicate an issue with the backup battery. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Initial inspection data was reviewed for the returned battery (B)(6), and it was found that the battery passed. Heartmate 3 instructions for use (IFU) (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The 11v backup battery will slowly discharge without any load voltage. Lithium-ion batteries slowly discharge (self-discharge) when not in use or while in storage. When the voltage of the battery drops per design the system controller will top charge the battery. This does not indicate any issue with the battery. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the controller was exchanged on 11apr2024 because it continued to display charging along with intermittent beeps, and the exchange resolved the issue.